Event description:
Patient infuses advate 3 x week for many years. Grandmother drew up medication in 10 ml syringe and noticed some "black dots" inside it. She did not administer medication-dose was wasted.